Event description:
It was reported that the patient was experiencing ineffective therapy due to high impedances. It was noted that the patient had a fall prior. As a result, the patient underwent surgical intervention during which the leads were explanted and replaced.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.